Manufacturer narrative:
The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high bg's while using the t:slim insulin pump.